Event description:
A customer reported that coulter lh750 slidemaker was leaking clenz and diluent. The customer was wearing gloves and lab coat, and did not come in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the customer's facility. There was no impact to patient results as the instrument was idle at the time of the event. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) observed that the instrument was leaking from a cut pinch tubing at pinch valve (vl27). Vl27 is used to carry diluent and clenz (cleaner) to backwash the sample lines of the slidemaker. The fse replaced the tubing. There was no further evidence of leaking. Repairs were verified per established procedures, and the results met the published performance specifications. Root cause for the leak was a cut tubing at pinch valve (vl27). (B)(4).